Event description:
It was reported that the procedure was cancelled. An angiojet ultra system console was selected for a thrombectomy procedure. Before the procedure, it was noted that the left rear wheel had a wire ejecting and could not be pushed. The procedure was not completed due to this event. No patient complications were reported and patient's status was stable.